Event description:
During the procedure, the needles failed to retract. The procedure was completed with another cartridge with no injury to the pt. The pt did well, with little or no pain, and went home with a catheter.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is complete.